Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an issue with the placement and sterility of the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the explanted ipg was discarded.